Event description:
The reported syringe type is used in the antiblastics preparation laboratory. Personnel report that by fully aspirating the drug already reconstituted in a 20 ml bottle ( e.g. Oxaliplatin teva ) into the syringe, the volume indicated by the syringe scale is 19.1 ml. By aspirating 10 ml bottles, the volume in the syringe indicated by the scale is 9.2 ml. It is reported that drug bottles are usually overfilled but fail to aspirate the indicated syringe volume using one bottle. This has been verified with different drugs from different manufacturers. During the aspiration phase, there are two doctors' ICU cstd devices between the syringe and the bottle: ref (B)(4) and spiros (B)(4) whose dead space must be considered together with the ll cone of the syringe. The customer asks for verified scale accuracy.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, no issues related to the scale were observed. A device history review was performed for lot 2404117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to iso 7886-1 section 9, the tolerance for the scale for a 50ml syringe at nominal capacity is 48-52 ml. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. The returned sample was evaluated using the same method and were found to be within the required tolerance, no issues related to the volume was identified. Retained samples of the reported lot were used for additional evaluation. All product was inspected and verified to meet required specifications, no issues with the scale were identified. Based on the sample evaluation and our quality team's investigation, we cannot identify a failure or root cause related to our product or manufacturing process at this time. Complaints received for this device and reported will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.